Event description:
During follow up of an unrelated issue, it was learned the patient had expired. According to the registered nurse from the dialysis facility, the patient had been in declining health and his death was "not unexpected". She reports the patient completed his last hemodialysis treatment approximately 48-72 hours prior to his death at home in the presence of family. She denies any device or product malfunction during his last hemodialysis treatment. According to the "esrd death notification" form 2746 received from the patient's outpatient dialysis clinic, the primary cause of death is listed as cardiomyopathy and renal replacement therapy was discontinued prior to the patient's death following chronic failure to thrive .the date of his last dialysis treatment is listed (B)(6) 2014 and the date of death as (B)(6) 2014.

Manufacturer narrative:
Based on the information provided ,it is unknown how the device may have caused or contributed to the event. The post market surveillance department has requested patient medical records and treatment data information regarding the reported expiration. A supplemental medwatch report will be submitted upon completion of the investigation.